Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer mentioned alarm was resolved by a complete set change. Troubleshooting was complete and device was working as designed. Customer's blood glucose was 250 mg/dl. Customer had an incident where the ambulance was called for customer's low blood glucose. Customer will not be returning the reservoir for analysis.